Manufacturer narrative:
The device history record review was unable to be performed as the reported lot number (635) of the device does not match any of the manufacturer's lot numbers for this device. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that the patient underwent a thrombectomy procedure with the subject retriever for a clot located at the left internal carotid artery t section (ica-t), left middle cerebral artery (mca) m1 segment. After the removal of the subject retriever, subarachnoid hemorrhage was observed in the treated area; therefore, heparin was reversed. The procedure was completed and the patient recovered without sequelae. No further information is available.

Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that the patient underwent a thrombectomy procedure with the subject retriever for a clot located at the left internal carotid artery t section (ica-t), left middle cerebral artery (mca) m1 segment. After the removal of the subject retriever, subarachnoid hemorrhage was observed in the treated area; therefore, heparin was reversed. The procedure was completed and the patient recovered without sequelae. No further information is available.